Event description:
The customer was hospitalized for high bgs. In addition, the customer received an alarm and reprogrammed the time but not the basal rates. Troubleshooting was performed. The programming and histories on the pump were not accurate.